Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. The event date is an approximation. On (B)(6) 2025, it was reported that the patient's dexcom app and omnipod 5 insulin pump showed egv high. The pump gave a bolus of insulin based on the egv. Per documentation, it was not established on the call if a fingerstick was taken to compare the accuracy of the egv. He added that his egv was showing high then 70md/dl within 15 minutes. He had diarrhea and vomiting, so he decided to go to the hospital. He was given saline. It was reportedly not establish on the call the bg nor egv. Per documentation, the emergency room final diagnosis is that customer had an allergic reaction to the insulin. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.